Event description:
Consumer left review on retailer website: "please don't buy! The plastic breaks apart in less than 1 week of a kiddo brushing. No idea how they're still selling these. So dangerous if kids swallow! I would have gone to negative stars. I sat on hold for about 10 min. I'll be returning to the store and formalizing a complaint. No way these are safe."